Event description:
On (B)(6), 2011 the lay user/patient contacted lifescan (lfs) alleging a calcode issue with her onetouch ultra2 meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient or the daughter for follow-up questions on (B)(6), 2011. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6), 2011 at an unknown time. The patient claimed she manages her diabetes with insulin. At the time the alleged issue began, the patient denied taking any action regarding her diabetes management regimen. The patient denied developing symptoms at the time the alleged issue began. On the same day of the alleged issue, the patient claimed emergency medical service (ems) was contacted at midnight. According to the patient, when the ems arrived she was tested by the ems meter and she obtained a result that was less than or equal to '40 mg/dl'. However, it is not known what type of treatment, if any, the patient received after being tested by the ems meter. At the time of troubleshooting, the cca walked the patient in changing the code. The alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained an alleged low blood glucose result from the ems meter,which is suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 (03/11/11)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. A DHR (device history record) was completed for the meter and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k) # is k062195.